Manufacturer narrative:
We have completed the evaluation of the above referenced product returned to us. One sample was returned. At first the device history was reviewed and no deviations were identified with this screw in regards to product materials, manufacturing, packaging or the quality inspections process. The screw was produced in accordance to the current technical specification. The breaking point of the screw shows an typically overstressing of the material. Screw breakage is a well known complication in spinal surgery. Basically a broken screw could not be excluded completely. Please attend the contraindications and warnings as we described in the instructions for use.

Event description:
Spondylolisthesis l5-s1. Pedicle screw breakage in s1.